Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt concerned because she was implanted with a depuy hip and due to "premature plastic wear" is scheduled for a revision on (B)(6) 2004.